Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages, arrhythmia alarms, asystole event, can connection) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to pin 6 reading open in the trunk cable. The root cause for the damaged cable could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages, arrhythmia alarms, asystole event, can connection messages.